Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Reason for device explant and/or reoperation: n/a report source: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor siltex round moderate profile 350cc on the left breast and with unknown type saline mentor breast implant on the right breast and experienced spontaneous left side deflation. Patient noticed the deflation. The patient had experienced bilateral ptosis and decided not to remove the right breast implant. The patient¿s left breast was completely deflated. It was ruptured with some pericapsular serosanguineous fluid. Follow-up is in progress to find out the cause of the fluid. This medwatch is for the right breast implant.